Event description:
It was reported that the user connected a replacement ilet pump and, during the learning period, announced a usual dinner meal that resulted in an insulin dose followed by hypoglycemia to 51 mg/dl; the user treated with oral glucose tablets and returned to range. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included transient low glucose requiring self-treatment only. Investigation included review of the dosing approach during the learning period and advice to maintain typical carbohydrate intake to support algorithm adaptation, with plans to correct the serial number so logs can be reviewed. Investigation of this case revealed no device malfunction was identified at the time of the report and that dosing behavior was consistent with learning-phase algorithm function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.